Manufacturer narrative:
(B)(4).

Event description:
The recipient's device reportedly migrated. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information were unsuccessful. The recipient remains implanted. This is the final report.

Manufacturer narrative:
The recipient's device was repositioned.